Manufacturer narrative:
H6: investigation summary: bd received samples and a photo for investigation. The photo was reviewed and the indicated failure mode for 'foreign matter (fm) on the cannula' with the incident lot was observed. The samples were sent to franklin lakes for 'fourier-transform infrared spectroscopy (ftir)' analysis. Bd was able to determine from the ftir analysis that the fm closely resembles the IV cannula lubricant spectrum. Additionally, ten (10) retention samples from bd inventory were evaluated by visual examination and the issue of 'fm on the cannula' was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® precisionglide¿ multiple sample needle, the device experienced foreign matter on device cannula/device needle. The following information was provided by the initial reporter. The customer stated: excessive lubricant on msn.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® precisionglide¿ multiple sample needle, the device experienced foreign matter on device cannula/device needle. The following information was provided by the initial reporter. The customer stated: excessive lubricant on msn.